Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope exhibited the distal end was burnt. The issue occurred during preparation for use for a therapeutic tracheoscopy (medicine). No delay was reported. The event was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, the burnt distal end may have occurred due the high energy endo therapy accessories (high frequency accessories, argon plasma coagulation probe, laser) been used with insufficient distance from distal end. Hence, the device did not meet the specifications and the root cause could not be identified, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use in: operation manual_ preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. User may prevent the suggested event by handling device in accordance with the following IFU. Operation manual_ using endotherapy accessories. High-frequency cauterization treatment. Operation manual_ using endotherapy accessories. High-frequency cauterization treatment: warning; always confirm that the electrode section of the electrosurgical accessory is at an appropriate distance from the distal end of the endoscope. Confirm that the entire green marking (in case of wli observation mode) at the distal tip of the electrosurgical accessory can be observed on the endoscopic image. If the electrode is used when it is too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged. Patient injury, burns, bleeding, perforation, and/or equipment damage may result. Laser cauterization: operation manual_ using endotherapy accessories_ laser cauterization. Warning:to avoid patient injury, burns, bleeding, perforation and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. Apc probe: operation manual_ using endotherapy accessories_ argon plasma coagulation (apc). Warning: make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end. The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Olympus will continue to monitor field performance for this device.